Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient's stimulator was not working correctly. Caller said the patient has been doing radiation for breast cancer and the last treatment the patient had was monday. Caller mentioned that they forgot to turn the stimulation on for a day or one and a half and then turned it back on since that time the patient was complaining that the stimulation was not working. Agent reviewed therapy adjustment options with the caller. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were told during a reprogramming appointment that they had radiation therapy and surgery to treat cancer that affected and changed the status of their bowel symptoms. At that time they checked the stimulation of the patient's interstim x battery at all 7 programs and they were still able to feel stimulation on all programs in just about the same anatomical place and at just about the same amplitude thresholds as they had prior to the surgery and radiation treatment. Because of this, it was concluded that the interstim x battery wasn¿t experiencing any sort of damage or defect due to the radiation treatment and surgery. They stated that it was important to note that they also personally instructed the patient through how to turn off their interstim x battery before the surgery and radiation treatment and then how to turn the battery back on after the surgery and radiation treatment. The rep did not have any reason to believe that there was anything wrong with the interstim x battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called and said they were trying to locate who the manufacturing representative (rep) was. The rep talked to them on (B)(6) 2024 told them to call them on (B)(6) 2024. They called and got no response and then texted and received no response back. They had tried to get a hold of them for two weeks. The caller said the rep was usually really good about getting back to them until lately. Their wife needed some kind of adjustment. The patient might go a day or two and everything is fine and then all of a sudden she might go 10-12 times a day. The patient had to have cancer surgery and radiation. "That affects the working of the unit." The patient in the middle of the night was only five or six steps from the bathroom and they had trouble making it without leaking and had little minor stools sometimes 10-12 times a day. The issues were intermittent. The husband tried increasing their from 0.9 to 1.0 and they had to back it back down because it was uncomfortable. The patient did meet the rep in the office one time. At one time the therapy was working pretty well. The rep was first made aware of the therapy not working for the patient (B)(6) 2024 when they had lumpectomy and five treatments of radiation. On (B)(6) 2024 the rep helped the patient change programming over the phone. Offered to contact the rep to call patient rep. Caller declined and said they would reach out to the rep themselves again. Suggested the patient follow up with the hcp.